Manufacturer narrative:
Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window and scratched reservoir tube window.

Event description:
Customer reported she received a notice for the voluntary recall regarding the scroll wrap feature. Customer stated when she puts in the basal line, it starts at 100 instead of .00. Customer's current blood glucose is 169 mg/dl. The device is being replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).